Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. On (B)(6) 2013, there were four episodes with v-v intervals less than 220 ms. There were two additional episodes from (B)(6) 2016 to (B)(6) 2013. Analysis of the device memory indicated the criteria for the rv lead integrity alert was met. The lead failure predictor triggered on (B)(6) 2016 was for lead impedance and non-sustained tachycardia (nst). Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. The rv pace impedance was steady at approximately 590 ohms through (B)(6) 2016 and rises out of range by (B)(6) 2016.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead; implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that an alert was triggered and the right ventricular (rv) lead exhibited spikes in pacing impedance to high levels. In addition, the lead exhibited oversensing and noise, as well as low impedance. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. The high voltage coils remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.